Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00468.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using packing coil lps, ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra microcatheter. During the procedure, a packing coil lp would not advance past its initial position within its introducer sheath. The physician moved the packing coil lp back and forth in an attempt to advance the coil without success. Therefore, the packing coil lp was removed, and another packing coil lp was successfully implanted. Later in the case, the physician encountered resistance while advancing a ruby coil to the target location and subsequently, it detached inside the lantern. The ruby coil was then pulled back and removed from the lantern. The procedure was completed using non-penumbra coils and the same microcatheters. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00468.